Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was difficult to introduce a 5f 11cm avanti plus catheter sheath introducer (csi) into the artery due to the csi having a ¿fragile tip and a rough body¿. There were reports of vasospasm, radial artery dissection, and loss of radial pulse. The device will not be returned for evaluation.